Manufacturer narrative:
This is 3 of 3 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and received insulin flow blocked alarm with keypad anomaly and air bubble in the reservoir and searching for sensor signal message. The customer reported blood glucose value of 400 mg/dl and was treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-332a, mmt-7040a, mmt-7841zn, mmt-1884. Troubleshooting was performed for insulin flow blocked alarm and confirmed insulin did not exit with plunger push. Troubleshooting was initiated for loss of communication between the insulin pump and transmitter, however customer declined further troubleshooting. Troubleshooting was not performed for hyperglycemia event. It was unknown whether customer was using the auto mode/smartguard feature at the time of the event. And unknown whether customer had been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. No product return is required for mmt-332a, mmt-7040a, mmt-7841zn, mmt-1884.